Event description:
Note: the date of the event is unk. It was reported to boston scientific corp in 2008, that a pre-pubic sling was using during a pre-pubic sling procedure. According to the complainant, following the procedure the pt continued to complain of incontinence. The pre-pubic sling was removed and an alternate sling was placed. The pt was reported as fine following the alternate sling replacement.

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted. A lot history search was performed and found 1 similar complaint reported for the same customer. The july 2008 pre-pubic sling product family trending chart, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.